Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and UDI number corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g2: report source corrected. Manufacturer¿s investigation conclusion: a direct correlation between the report of cardiac arrhythmia and the centrimag device could not be conclusively established through this evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump us instructions for use lists cardiac arrhythmia as an adverse event that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) and a right ventricular assist device (rvad) implanted. The patient had an ablation procedure one week after implantation of their lvad and rvad. The patient had a history of ventricular tachycardia prior to lvad implantation. The patient's plan of care was originally to undergo a second ablation and then work on removing the rvad, but the planned ablation and rvad explantation were canceled and not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.